Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Since the lot number is unknown, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Aa doctor reported to baxter a connection issue with transfer set found during use . The doctor stated that an error occurred when the transfer set was connected with a bag by a clean flash. The patient had opened the cover of the clean flash, and found that the spike was bare. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). Additional information received: this report of connection issue was not confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. The device met all specifications in reference to the reported issue.